Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "[shortly after insertion] its waveform was dampening. It is now a flat non existent waveform. It is as well in a femoral artery. It is still in so we can at least get blood off of it." No injury or consequence reported. No medical intervention required. Patient condition reported as "fine."

Event description:
It was reported "[shortly after insertion] its waveform was dampening. It is now a flat non existent waveform. It is as well in a femoral artery. It is still in so we can at least get blood off of it." No injury or consequence reported. No medical intervention required. Patient condition reported as "fine."

Manufacturer narrative:
Qn# (B)(4).